Event description:
It was reported that during the implant procedure, the guidewire was failed to advance in the left ventricular (lv) lead. The lv lead was replaced and the procedure continued with the new lead on 19 feb 2024. No patient consequences reported throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance stylet/guidewire was confirmed. A complete lead was returned in one piece. Visual inspection and x-ray examination of the lead found the guidewire to be obstructed by blood in the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to blood in the inner coil of the lead.